Event description:
A male with history of aicd implant was admitted for concern of multiple implantable cardioverter defibrillator discharges. Review of intracardiac electrogram per cardiologist, shows clearly the ventricular leads over sensing artifact typical of lead fracture. Analysis of the implantable cardioverter defibrillator also showed increase in the pacing impedance above 2000. FDA released a statement 10/15/07 regarding. Medtronic sprint fidelis defibrillator leads. Statement regarding market suspension of leads due to fracture of electronic wires. The patient underwent ICD and lead replacement. Medtronic will be contacted to make arrangements to have device evaluated.